Event description:
At an unknown date, the patient underwent a surgical procedure where a cancello-pure wedge xenograft was implanted. The results of the surgical procedure was non-union. The surgeon has expressed explicit desire not to report information regarding his failures with the cancello-pure wedge xenograft.

Manufacturer narrative:
Medical records have been requested from the physician. Investigation in process.